Manufacturer narrative:
Investigation on the two complaint reagent kit lots did not identify a product problem. No product issue was identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. Customer complained about generation of discrepant results for 4 samples. These 4 samples generated low positive target 2 results with late CT values (37.49 and higer) in the initial testing. Retest of the samples with genexpert generated negative results. New samples were collected. Testing the newly collected samples on both systems (cobas 6800 and genexpert) generated negative results. After retesting those 4 samples, the customer released only negative results. No harm was alleged. The customer took samples by both nasopharyngeal and oropharyngeal swab collection types in the capricorn scientific mem with earle¿s salts with stable glutamine sterile-filtered media. When the sample is received, it is transferred to an 800ul secondary tube for testing. The method sheet of the product indicates: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd¿ universal viral transport (uvt). Collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place into cobas® pcr media tube from cobas®pcr media kit. Collect nasal specimens using the cobas®pcr media uniswab sample kit or cobas®pcr media dual swab sample kit according to instructions. The target CT values generated for the 4 alleged samples are consistent with samples near or below the limit of detection (lod) of the assay. As per table: lod determination using USA-wa1/2020 strain in the method sheet, lod determination where target 2 CT near 37.2 have a hit rate of around (B)(4). Therefore, it is expected for results to waiver between positive and negative. Reagent kit lot g11392 was used to generate the initial positive results for 3 samples and g11772 was used to generate the initial positive result for 1 sample. Investigation on both reagent lots did not identify a product problem. Four (4) individual mdrs, one for each of the reported results, will be submitted based on FDA request.

Manufacturer narrative:
A clarification about the sample collection and transfer of the sample into a secondary tube was added to describe event or problem. (B)(4).

Event description:
The customer took samples by both nasopharyngeal and oropharyngeal swab collection types in the capricorn scientific mem with earle¿s salts with stable glutamine sterile-filtered media. When the sample is received, 800 ul is transferred to a secondary tube for testing. The method sheet of the product indicates: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd¿ universal viral transport (uvt). Collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place into cobas® pcr media tube from cobas® pcr media kit. Collect nasal specimens using the cobas® pcr media uniswab sample kit or cobas® pcr media dual swab sample kit according to instructions. Cobas® sars-cov-2 can be run with a minimum required sample volume of 0.6 ml in the cobas omni secondary tube for specimens collected in copan universal transport medium (utm-rt), bd¿ universal viral transport (uvt), cobas® pcr media or 0.9% physiological saline. Specimens collected using cobas® pcr media uni swab sample kit or cobas® pcr media dual swab sample kit can be run in their primary collection tube with a minimum required sample volume.